Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. A registered nurse (rn), (B)(6), contacted (B)(6) customer service via email with the following information: the patient (B)(6), dob (B)(6) 1940 has sensitivity to the ritmed by medicom island dressing. His skin turned pink underneath the dressing and he had itching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).